Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge alarm (alarm 19) occurred during basal delivery. Reportedly, the pump supplies were changed to address the issue. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose ranged from 252-454 mg/dl.